Event description:
Per the clinic, the patient experienced skin overgrowth and on the abutment as well as infection. On (B)(6) 2015, the patient underwent revision surgery and the infected tissue was debrided. During the same procedure, the abutment was removed and a magnet was placed. The implanted device remains.

Manufacturer narrative:
The implanted device remains.